Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient. While release criteria was being checked it was noted that there was a mobile thrombus present on the threaded insert of the closure device. The patient received additional heparin and the physician aspirated the thrombus. The procedure was then continued and completed successfully with the closure device implanted in the laa of the patient. There were no additional patient complications that were reported to have occurred. The patient has since been discharged from the hospital.